Manufacturer narrative:
Additional information was requested and the following was received: it was reported when the product was fired, the staples would not clip and fall. Please confirm that you are saying that the straps were not adhering to tissue/mesh or straps were falling out of the tissue/mesh, if not elaborate? The surgeon reported that the stapler appeared to be spring-free, because when triggered, the staple would not enter the patient's non-tissue, falling into the cavity.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a herniorrhaphy procedure on (B)(6) 2016 and absorbable straps were used. It was also reported that during the procedure, when the device was fired, the staple would not clip and fall, as if it had no strength. Another like device was used to complete the procedure. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable. In addition, one plastic post from the sled was found broken which causes latch was out of position.